Event description:
One incident of a blood leak with a ca 210 dialyzer during reuse (reuse number unknown). The leak was noted during the pt's first hour of treatment. The leak was confirmed by blood in the line and an alarm.